Manufacturer narrative:
Physio-control further examined the removed 3rd party usb data cable and observed that a test device would power off when the cable was flexed at the strain relief, which is located near the connector which plugs into the device. No external damage to the 3rd party usb data cable was observed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that when a 3rd party usb data cable was plugged in to the device that the unit would not power on. Once the 3rd party usb data cable was removed from the device, the device powered on and no further discrepancies were observed. Physio provided the customer with a new 3rd party usb data cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.